Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, which was not oversensed by the device, and all other lead measurements were stable at that time. Then the noise was again noted and was being oversensed. No pacing inhibition was noted. A surgical revision was performed and the lead was partially abandoned and replaced. No additional adverse patient effects were reported.